Event description:
It was reported that the patient received shocks from the right ventricular (rv) lead that did not cardiovert the patient's rhythm. The right ventricular (rv) lead remains in use expect for the superior vena cava (svc) coil which was capped and replaced with a subcutaneous rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).